Manufacturer narrative:
No product was returned for evaluation. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
The user reported that the pump fell off and was accidentally shut down. The user was unable to turn the device back on. The user planned to change supplies. Blood glucose was not affected.